Event description:
It was reported to philips that the system failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. According to information available, the procedure details and outcome of the procedure is unknown. The philips remote service engineer (rse) examined the system remotely and confirmed the reported malfunction. After reviewing the log file, it found the issue on flex vision and fault in the (software of) the flex spot-pc. Rse along with staff performed a shut down and reboot, which made the device up and running. To resolve this issue, rse rebooted and performed power cycle on the system. On onsite visit, fse the device was working fine. Fse had no work to be performed. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.